Event description:
Patient with c-diff, with diarrhea, was placed on a bed for 19 days. Dignicare (rectal foley) was placed. Upon discharge of the patient and cleaning of the patient room, the bed continued to emit an unpleasant odor. All attempts to deodorize the bed were unsuccessful. The outer lining of the bed was removed and a culture was completed on the foam mattress by infection control. Test culture grew a very light (1+) growth of alpha hemolytic streptococcus (viridans group) - this is not a typical pathogen and found in normal human respiratory secretions. The sales representative was notified and visited 4 days later. The mattress was replaced with a new mattress and the soiled mattress was returned to stryker. The results are pending.====================== manufacturer response for bed, bed======================unsure of situation and needs to go to his superior to see how to handle.